Manufacturer narrative:
The instrument was returned for evaluation with the wrist detached. Per the customer reported complaint, engineering observed the cables and conductors at the distal end to be cut. This is likely due to the instrument breaking at the proximal clevis to main tube interface. Wrist had been cut to remove from instrument cannula. Both main tube and proximal clevis are missing pieces.

Event description:
It was reported that toward the end of a prostatectomy procedure, the wrist of the maryland bipolar forceps instrument broke. No pieces of the broken instrument fell into the pt. The cannula and the instrument were removed from the pt, and the instrument was replaced with an instrument of the same type. The procedure was delayed approximately 40 minutes as the account did not have a sterilized back-up instrument ready for use. The procedure was successfully completed and no pt harm was reported.